Manufacturer narrative:
This report was created in error under the wrong serial number. Another report has been created with the correct information. Please see MDR number 3004209178-2017-92565.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer changed the infusion set three times but the insulin pump was stuck in delivery stopped. The customer was not able to access any other screen. The insulin pump alarmed critical pump error. Customer's blood glucose level was 9.4 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.